Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Pump received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.